Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caller stated the motor head on the lift broke and a patient was dropped. The patient was dropped back down onto the bed and she was not injured.